Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken. The device was returned to the biomedical dept with a note that indicated a high pitch noise and an e445 malfunction. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.